Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced maroon colored stools, weakness, and shortness of breath. On (B)(6) 2016 the patient was evaluated in the emergency room and found to have a low hematocrit. The patient was admitted to the hospital and transfused with two units of packed red blood cells over a 24 hour period for gastrointestinal bleeding. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.